Manufacturer narrative:
The device was returned to olympus for inspection. It was confirmed that the instrument channel was scratched and peeled, but it was not clogged. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens had debris. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had debris and scratched inner channel. The issue was found during set up or inspection for use. There were no reports of patient involvement.